Event description:
The customer alleged that the basal settings on the pump were not working as their blood glucose level would fluctuate as high as 400 mg/dl to as low as 49 mg/dl. In addition, it was reported that the "motor appears to sound like it's struggling during basal deliveries." The customer followed up several days later indicating her blood glucose level returned to normal after switching to a loaner pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.